Event description:
Patient reported that x-rays revealed the catheter had fallen out of the spinal space and was pumping the morphine directly into the dermis. In (B)(6) 2011, the catheter was replaced. Per patient, success was great until recently when they experienced an acute episode of what the patient's doctor and patient believed was an acute morphine overdose. The patient experienced several time periods in their treatment when they felt significant reduction of pain without symptoms of morphine overdose. The patient was frustrated and experienced significant anxiety. The medication was checked for accuracy and a dye test was performed. The system passed, but the symptoms remained until the drug levels were reduced about 35-40% lower than what was normal for the patient. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was stated that the catheter failed because it wasn't sewn in properly and it came out and as previously reported it was revised. Patient also indicated overmedication and undermedication over the years due to catheter issue, however specific dates of these symptoms were not reported. (Also refer to MFR report # 3004209178-2010-10855, for prior device failure and overdose/underdose event). (Correction: the following event was reported in error and has been reported in MFR report #3004209178-2014-00799: per patient, success was great until recently when they experienced an acute episode of what the patient's doctor and patient believed was an acute morphine overdose. The patient experienced several time periods in their treatment when they felt significant reduction of pain without symptoms of morphine overdose. The patient was frustrated and experienced significant anxiety. The medication was checked for accuracy and a dye test was performed. The system passed, but the symptoms remained until the drug levels were reduced about 35-40% lower than what was normal for the patient. The pump was delivering morphine. Additional information regarding this will be provided in that MFR report).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. Catheter: model# 8709sc serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6), catheter: model# 8598a serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).